Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the inside of the channel was peeled and the fiber exited from the forceps channel because internal damage occurred when the forceps channels were inserted. However, the specific root cause of the damaged forceps channel could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing of the subject device, fibers were found falling off from the channel. There was no patient or user injury reported due to the event. This report is being submitted for the fibers [foreign material] found during reprocessing.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. In addition, the customer provided a photo of the fibers that they observed. During inspection and testing, the service technician used a boroscope to check the biopsy port, but the technician did not see any fibers as was shown in the picture; however, the technician found that the biopsy channel was kinked approximately 65mm from the biopsy port, and there was a small scrape mark inside the biopsy channel. It is suspected that the fiber the customer observed was from the inside channel scrape mark. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.